Manufacturer narrative:
Device evaluation: one device was returned for investigation. Visual inspection noted a fracture in the return tube. Functional testing could not duplicate the reported problem of "over heat error", however the temperature was out of specification. Root cause was attributed to the printed circuit board (pcb) needing to be calibrated. What caused the damage to the pcb could not be determined. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Calibrated and checked pcb. Replaced o-rings, fan guard for preventative maintenance (pm). Replaced the return tube and performed pm testing. Device passed all functional testing after the completed repairs.

Event description:
Additional information was received: the event occurred during preventive maintenance. There was no patient injury reported.

Event description:
It was reported that there is an overheat error. Patient involvement is unknown.

Manufacturer narrative:
B3: date of event is unknown. No information received to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.